Manufacturer narrative:
Lot #: body #dd9278j2. Head made at following contract MFR location: (B)(4). Body made and product assembled at following contract MFR location: (B)(4). Appears consumer was overly aggressive in brushing. Brush head disengaged from body. Pull-off force below specification; batch record shows within spec at time of release. Overly aggressive brushing.

Event description:
Reported at the request of FDA investigator, (B)(6); company does not consider this to be a reportable serious injury nor a reportable malfunction. Consumer reported while brushing teeth with product for the first time, the brush head disengaged and the metal rod cut and punctured her upper eyelid; consumer applied pressure at wound site, cleansed and bandaged; no professional medical intervention required.